Manufacturer narrative:
E3- occupation: buyer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a hair-like substance was discovered prior to use inside of the packaging of a cook® single-use holmium laser fiber. The device was pulled for a procedure but a hair-like substance was noticed prior to opening. The device did not make patient contact. The procedure was completed with another same device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Event summary: it was reported that a hair-like substance was discovered prior to use inside of the packaging of a cook® single-use holmium laser fiber. The device was pulled for a procedure but a hair-like substance was noticed prior to opening. The device did not make patient contact. The procedure was completed with another same device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation ¿ evaluation: a document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), reviews of specifications, and quality control procedures, as well as a visual inspection of the device were conducted. One cook® single-use holmium laser fiber was returned to cook for evaluation in sealed package. Foreign matter with a hair like appearance is visible inside of the sealed packaging. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Because adequate inspection activities have been established, there is objective evidence that the device history record was fully executed, and no other lot related complaint has been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The product IFU, t_h30s_rev1 "h-30 holmium laser fiber (single-use)¿ provides the following information for end users related to this failure mode: how supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred. Based on the information provided, inspection of the returned device, and the results of the investigation, it was determined the cause of this event is related to quality control. The investigation determined foreign matter was sealed inside the packaged and was missed during packaging quality control inspection. The appropriate personnel have been retrained. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.